Manufacturer narrative:
Investigation into the event showed that shift in qc results is seen in conjunction with reagent pack changes on the analyzer. This information suggests that the customer was not handling reagent fluids according to manufacturer instructions. A review of the customer's reagent handling has occurred and a re-calibration (using fresh reagent packs handled according to manufacturer recommendations) has been requested. Investigation of the event is on-going. The root cause of this event is unknown.

Event description:
A customer observed negatively biased valp qc results on the vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.